Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call indicating motor error alarm, moisture damage and high readings from the insulin pump. The customer's blood glucose reading was 280-300 mg/dl. The customer stated that insulin leaked out of the pump, causing motor error. The customer stated that insulin is not in the display but in the reservoir compartment. The customer reported the drive support cap to appear normal. The customer reported motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor position encoder error alarm due to motor error alarm. The insulin pump passed idle current test and run current test. No moisture damage was found on the electronics noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.